Event description:
It was reported that the patient complained of ventilator not giving enough air. The homecare staff indicated ventilator was still ventilating. The patient continued to have issues and was transported to the hospital. No harm to patient, patient was sent home from hospital. No allegations of ventilator malfunction causing patient harm, the patient currently is doing well. When the ventilator was tested by the hospital staff, it produced disc/sense alarms, not giving any output pressure.

Manufacturer narrative:
Na